Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of no external power, backup battery, and lcd fault alarms were confirmed via the log files. A review of the submitted log files spanned approximately 46 days (B)(6) 2019 ¿ (B)(6) 2019 and (B)(6) 2019 ¿ (B)(6) 2019 per time stamp). The log file showed no discrepancies between the phases. On (B)(6)19 at 08:59 there was a no external power alarm that activated even though rsoc voltage was never lost on either cable. The no external power alarm cleared shortly after. A backup battery fault alarm also activated at this time due to the battery not being installed. The alarm coincided with a yellow wrench advisory. On (B)(6) 2019 at 21:32, there was a replace controller alarm that was accompanied by a yellow wrench advisory and a lcd fault. The yellow wrench advisory and replace controller alarm activated due to the lcd fault. The alarm cleared shortly after activating. The lcd fault was active several other times throughout the log file but was not active long enough to activate an audio/visual alarm. These alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The hmii system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The reported low speed, suspected phase to phase short and low voltage events is reported under MFR number: 2916596-2019-04108. The serial number of the device was requested but was not provided, therefore the manufacture date, age of device and device identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient experienced no external power, low speed and low voltage while using a ungrounded cable. Log file analysis noted a pump stoppage events while the patient was tethered to the power module. The account reported the pump stoppage events could be due to a phase to phase short. No further information was reported.